Manufacturer narrative:
The cartridge was disposed off and is not available for evaluation. Therefore the reported event cannot be confirmed. Review of device history records for this lot of cartridges met all specification requirements. Mechanical integrity testing of retained samples met all acceptance criteria. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
Blood was observed leaking from the filter during a crrt treatment. Treatment was discontinued without performing rinseback, resulting in an estimated blood loss of 190cc. The exact amount of blood loss from the leak was not known, but is estimated to be minimal to moderate. No serious injury or medical intervention was required.